Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6.a, d.6.b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.